Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 16 (delivery request fail) occurred during the load process. Additionally, it was reported that minimum fill message occurred after the cartridge was filled with 200 units. The customer's blood glucose (bg) level was 481 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.